Manufacturer narrative:
The patient was the initial reporter , so personal information was not entered.

Event description:
The customer received a blood glucose reading of 77 mg/dl on the contour next link, retested on a different meter and the reading was 41 mg/dl. She was feeling hypoglycemic at the time; dizzy, shaky. It was not mentioned whether or not the customer ate something after that. When her son arrived he gave her 5 units of insulin and she felt better. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the strips for evaluation new meter and strips were sent to her.